Manufacturer narrative:
A stryker depot technician evaluated the device. The issue of the device not shocking could not be duplicated nor verified. A software engineer evaluated the device logs and discovered the user pressed the shock button prior to charging the device. The issue of paddles lead not visible was able to be verified but not duplicated. A customer quality engineer evaluated the device files and discovered the user switched the primary waveform to a different lead, which is why the paddles were not visible. Overall, there was no indication of a device malfunction. The cause of the reported issue was traced to the user. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device did not deliver a shock and the paddles did not show an ECG tracing. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not deliver a shock and the paddles did not show an ECG tracing. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.